Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 03jun2019. The manufacturer¿s field service engineer (fse) replaced the power supply and the switch, on/off, with cable. The unit successfully passed the required performance verification test. A power supply was returned to the failure investigation (fi) lab for evaluation. A n investigation was performed and the customer returned power supply was tested and no functional failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The manufacturer's field service engineer (fse) wasn¿t able to duplicate issue reported by the customer. The manufacturer¿s field service engineer (fse) checked the diagnostics screen on the esprit ventilator and saw error code 7002. Looked in the service manual for a fix for this issue and came to the decision that the power supply would need to be replaced. During the power supply replacement it was observed that the unit would require a restart whenever turning the unit on, so it was decided that the on/off switch would need to be replaced as well. With the new on/off switch and power supply installed in the esprit ventilator turned the unit on an ran a est on the unit. Unit passed est without any issues and turned on without having to restart. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit continues to alarm even though it¿s off. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.